Event description:
It was reported that the patient had a possible cerebrospinal fluid (csf) leak. No patient symptoms were provided. A revision was scheduled for (B)(6) 2013. It was later reported that the revision was completed and a new sutureless connector was placed. The purse string was reinforced, a dressing possible track for csf leak. The catheter had free flow following aspiration. It was later reported that no dose adjustments were made by the physician at the time of the revision. The patient outcome was unknown. The device system was used to deliver morphine and prialt. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4) implanted: (B)(6) 2013. Product type: catheter. (B)(4).